Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient has experienced a syncopal episode. Device interrogation confirmed there was a stored episode. It is unknown if this pacemaker could have caused or contributed to the syncopal event. No other adverse patient effects have been reported.